Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03146 and 3006705815-2023-03147. It was reported that the patient had a couple falls and their leads had migrated and was experiencing ineffective therapy. It was also reported the patient had pain at the ipg site. Surgical intervention took place on (B)(6) 2023 where the leads were reportioned and the ipg was explanted and replaced to address the issue. Therapy was restored post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not return for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.